Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported "deflation". Healthcare professional later confirmed the event. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jul 18, 2024. With catalog number mcghan350cc. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "deflation". Healthcare professional later confirmed the event. This record is for the right side. Device was explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-45448. Aware date should have been listed as 12/aug/2024.

Event description:
Patient reported "deflation". Healthcare professional later confirmed the event. This record is for the right side. Device remains implanted.